Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158"

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels was "high" (>27.8 mmol/l, >500 mg/dl) with ketones of 6.1 mmol/l while wearing the pod. The patient reportedly had ketones and high blood glucose levels throughout the week. Details regarding treatment were not reported. The pod was discarded. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Event description:
It was reported that the patient had been hospitalized at the royal berkshire hospital, with diabetic ketoacidosis (dka). The patient's blood glucose levels was "high" (>27.8 mmol/l, >500 mg/dl) with ketones of 7 mmol/l while wearing the pod on the arm between 5 and 24 hours. In the week leading up to the hospitalization, the patient had ketone levels ranging from 1-2 mmol/l. The night before hospitalization, ketones were measured at 3-4 mmol/l. Each time elevated ketones were detected, the pod was changed. While changing the pod helped reduce ketone levels, it did not improve the high blood glucose levels. The patient's legal guardian was unable to specify the exact treatment administered at the hospital, stating that there were many machines and various medications involved. The pod was removed during the hospital stay, which lasted approximately 24 hours.

Manufacturer narrative:
29may25 additional information was provided. B5, h6 and h11 have been updated. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.